Event description:
The dsh95 was used during a diagnostic laparoscopy for endometriosis. At the completion of the case a subcutaneous skin burn was noticed around the 5mm port. The skin was charred and hard. The surgeon used staples to close the incision.